Event description:
It was reported patient underwent a revision surgery for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown cup- unknown; unknown- unknown liner- unknown; unknown- unknown stem- unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02741, 0001825034 - 2022 - 02742, 0001825034 - 2022 - 02743. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; g3; h2 b3 correction: (B)(6), 2022 once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.